Event description:
Boston scientific received information that one day after this right ventricular (rv) lead was implanted, it was found to have lost capture. It was not sensing appropriately, and an increase in pacing threshold was noted. During testing, capture could not be obtained in any programmed setting. An x-ray showed that it was in the same position where it had been implanted. The pocket was opened and all connections were found to be correct, but there was no capture. This lead was repositioned and good measurements were obtained. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.